Event description:
Patient had shunt implanted on may 2004. The patient improved immediately after the surgery, but serveral hours post-op, patient condition deteriorated. The patient condition did not improve and a shunt revision was performed may 8. When the valve was disconnected from the ventricular catheter, fluid came out of the catheter at high pressure. The valve was replaced. The patient again improved following surgery, but subsequently deteriorated. On may, another shunt revision was performed. No flow was observed from the peritoneal catheter and the entire shunt system was replaced with a low pressure system. Patient condition improved following surgery.